Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding an implantable neurostimulator. The reason for call was caller reported patient has not been able to charge their implanted neurostimulator "in a while". Caller stated the patient is an inpatient and they have brought their charger but they are not able to recharge the stimulator and the device is not connecting to it. Caller added that the manufacturer representative (rep) was notified of the issue today by the patient's provider and informed the provider that the patient can have the MRI. No symptoms were reported.